Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in finland. It was reported that the patient experienced an issue with infusion set. The infusion set tubing disconnected from the infusion set connector, resulting in insulin leakage at the insertion site on (B)(6) 2026. No further information available.